Event description:
Total knee arthroplasty was done in 2008. After the surgery, dvt was noted and the treatment for it was done for one month. After that, spinout occurred. The 15mm insert was replaced with 17.5mm insert. At 7 to 10 days after the replacement, another spinout occurred. Through manual reduction the implants were stabilized after rotated 180 degrees. The insert is making noise when the pt moves.

Manufacturer narrative:
No products were returned for evaluation. Review of the device history records did not reveal any anomalies. A search of the complaint database did not find any add'l reports of this nature for the product codes/lots. The investigation could not verify or draw any conclusions about the reported "spin-out"; however, published studies indicate that the incidence of bearing dislocation is very low and almost always attributed to improper flexion/extension gap balance. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.